Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 306 mg/dl earlier in the day. The contact did not know the cause of the high bg and nothing was done to correct the bg level. Tandem technical support advised the contact to discuss the high bg event with a healthcare provider.